Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and no root cause determined due to lack of sample. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a reload set (rls) 176 alarm, the caregiver (cg) took the set out and stated that there was solution leaking out of it. The technical service representative (tsr) close the clamps and advised the cg to clean up the solution that leaked out. The cg stated that she had a new set but could not close the door. The tsr had the cg turn the hc on. The hc went to press go to start. The tsr had the cg load the set and press go. The hc alarmed rls 176. The tsr initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. Per the home patient (hp), the sample was discarded and the lot number was not known. The hp stated he resumed therapy with new supplies without any problems. No patient injury or medical intervention was reported.